Manufacturer narrative:
The insulin pump passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test however failed in backlight verify during self test due to el panel defect noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked case, cracked lcd window, cracked belt clip slot and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the backlight stopped working. The customer stated they have changed the battery and the backlight was still not working. Blood glucose level at the time of the incident was unknown. The insulin pump was returned for analysis.